Manufacturer narrative:
The device is not available to return for evaluation. The reported complaint cannot be confirmed without the returned sample. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a primary plumset that had leakage on air holes on the filter of the tubing set. It was reported that normal saline ran for 30 minutes and at 5:19pm an infusion of adriblastina 97mg in 100ml normal saline at a rate of 119ml/hr was begun. A leakage on the air holes on the filter of the tubing set was found at 6:38pm. There were no obvious defects noted on the tubing set, no hole/cut/tears or any other defects noted. There was no report of adverse event.